Event description:
A consumer reports blurred vision and distortion of numbers and letters following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 12/07/2007 by mail and fax. A completed questionnaire has not been returned.